Event description:
It was reported that the renasys touch device can't be turned on, the status indicator lights up green continuously. Additionally, during service evaluation, the device was found unable to generate and control negative pressure and displayed message error 4006. No patient involved.

Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned and evaluated. Visual inspection reported no issues. The functional evaluation confirmed that the device was unable to generate or control negative pressure, establishing a relationship with the event reported. The root cause was determined to be a failed main pcb. Additionally, it was also confirmed that the device displayed the 4006-error code on start up. The device will not perform any function when in this error state, with the root cause traced to maintenance. The device has two batteries, when the main battery fully discharges the coin cell battery which stores time and date function also depletes. A review of the manufacturing records found that there was no evidence that the product did not meet specifications at the time of manufacture. A complaint history review found further similar incidents reported in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the renasys touch device was unable to start-up correctly and displayed message error 4006 due to an empty coin cell. Additionally, the device was found unable to generate and control negative pressure due to a defective mainboard and touch sensor. No patient involved.